Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 3 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer was able to clear the alarm. Customer did not receive request to rewound insulin pump. Customer reported that the fill cannula was not recorded in daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.